Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 01/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2016 with the following findings: during investigation, a visual inspection of the pump revealed no damage to the keypad; all of the keypad buttons responded appropriately during testing. The keypad cover was removed and no evidence of contamination was found under the button contacts. The pump was opened and no intermittent conditions were found on the keypad flex connector. The complaint of a keypad response issue was not duplicated. There was no defect found during investigation.